Event description:
Customer reportedly obtained a result of 3.3 inr on the coaguchek xs system and approximately 2.3 inr on a professional device during comparison testing. No adverse event reported. Customer alters warfarin dose based on device result. Requested return of suspect system and replacement was sent.